Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 plastic around the jaw are peeling away. Product removed from the patient and a new device is used without issue. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 plastic around the jaw are peeling away. Plastic fell into the patient, they thoroughly flushed the thigh with saline. Product removed from the patient and a new device is used without issue. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: d-10; corrected return to manufacture date from 02/12/2021 to 02/04/2021 trackwise#: (B)(4). The lot#: 25154421 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR / lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 04feb2021 and investigated on 12feb2021. There were signs of clinical use on the jaws. There was light amounts of charred tissue and blood observed on the heater wire of the harvesting device. A visual inspection of the device was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn and detached, exposing the metal from the base of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled; jaw".

Manufacturer narrative:
(B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Additional sections: b-2, d-4 lot and exp. Date.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 plastic around the jaw are peeling away. Plastic fell into the patient, they thoroughly flushed the thigh with saline. Product removed from the patient and a new device is used without issue. The hospital did not report any patient effects.